Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw would not locked and kept rotating on a plate hole. The surgery was complete with another screw. There were no reports of harm to the patent. There was fifteen minute delay in the surgery. This report is 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: patient information is unavailable for reporting. Device was not implanted or explanted. Product investigation summary: the microscopic investigation of the complained locking screw shows that the threads on the locking head, as well as the threads on the screw shaft, were damaged during use. The flanks of the threads are partially rounded and worn. The head area shows nicks and marks caused by impact. The anodized green color was abraded in all affected areas. The condition of the returned device indicates that the screw came in contact with the plate during insertion or extraction. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9078198 was manufactured in july 2014 in a quantity of (B)(4) parts and we are not aware of any quality issues associated with this article and lot number. No product related nonconformity was found. Device used for treatment, not diagnosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.